Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode exhibited oversensing of suspected sense b node noise resulting in a stored untreated episode. This electrode was subsequently explanted and returned. No additional adverse patient effects were reported.